Event description:
After using complete moisture plus lens solution for about 2 weeks, developed an eye infection with a huge swollen eye. She had to use antibiotic drops as well as oral antibiotics. Dates of use: approx one month in 2007. Diagnosis or reason for use: acute? Event abated after use: yes. Event reappeared after reintroduction: stopped use.